Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex (mr) monorail device was received in the product shelf box. Visual and microscopic analysis revealed blood and contrast were visible throughout the distal lumen. The device was soaked for approximately 8 hours in a bath of circulating 37°c water in an attempt to loosen and dislodge dried material from the lumen of the device. The device was pressurized with an inflation device to 6 atm (atmospheres) to reveal a pinhole on the balloon wall parallel with the distal markerband 8mm from the distal tip. The balloon and outer shaft were microscopically examined and no damage or irregularities were identified that could be factors in or result from the reported balloon burst. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed lesion was located in the mid left anterior descending artery (lad). A 12mm x 3.00mm nc quantum apex balloon catheter was advanced to the target lesion and inflated to 6atms on the 1st inflation. The balloon catheter was moved proximally and upon the 2nd inflation to 6atms, a balloon rupture occurred. The balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed lesion was located in the mid left anterior descending artery (lad). A 12mm x 3.00mm nc quantum apex balloon catheter was advanced to the target lesion and inflated to 6atms on the 1st inflation. The balloon catheter was moved proximally and upon the 2nd inflation to 6atms, a balloon rupture occurred. The balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.